Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 was failed. A field service engineer initially replaced the engine, but the issue persisted. Proceeded to replace the 1x3 engine and performed a thorough cleaning to remove debris. All cables were re-seated, and components were inspected and cleaned. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the mini drawer keeps repeatedly failing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.